Event description:
It was reported concerns about why the left ventricular pacing (lvp) was found when the device was programmed to right ventricular (rv) only due to left ventricular (lv) loss of capture found one year ago. Technical services recommended programming optimization. Currently, this product remains in service and no adverse patient effects were reported.